Event description:
While attempting to intubate a trauma arrest, I experienced a failure of the vl device. I placed the blade into the patient's mouth and as soon as I had a good view of the cords, the screen went black. I confirmed that the device was still attached to the handle, but the picture did not return, resulting in a failed intubation attempt. A second attempt was made and I experienced a similar issue, but this time the image did return and I was able to successfully intubate the patient. A short time later, I noticed that I was not getting capnography readings so I re-entered the patient's mouth to confirm placement, but had the same failure and elected to pull to the tube and insert a back-up airway. All these attempts were made using the same blade. After the call, the device was rechecked using a new blade and the issue could not be replicated. It appears to have been an issue with the blade as opposed to the device itself.